Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that she had no delivery on the pump. Patient's current blood glucose was 590 mg/dl. The customer treated it with manual injection of insulin. The drive support cap appears normal (slightly indented). Customer declined to perform the high pressure test. The pump failed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.